Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the insulin pump had alarmed no delivery during basal. Troubleshooting was performed for the alarm. Customer was advised to disconnect from the quick release and perform a fixed prime into the air, insulin did not exit, and the insulin pump alarmed no delivery. Customer was then advised to disconnect and reconnect the reservoir and infusion set, then perform a manual prime. The insulin did exit customer was advised the alarm was caused by an occlusion by the infusion set or reservoir. Customer is not returning the reservoir for analysis.